Event description:
It was reported that pump displayed recurring malfunction alarm with code malf 12, with no notable events occurring beforehand and no adverse impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, arranged shipment of replacement pump, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to reenter pump settings, reconnect continuous glucose monitor, and select appropriate setup option on replacement pump.